Event description:
It was reported that the cadd legacy pump serial number was showing no disposable, clamp tubing. No patient injury was reported.

Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medical will return this complaint for further investigation.

Manufacturer narrative:
B5: additional information received via email on 21-february-2022: no product is available for return, patient information updated.